Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006-the patient underwent repair of her incarcerated incisional hernia with a bard ck patch. On (B)(6) 2007-the patient underwent a second surgery to repair her recurrent incisional hernias in the left lower quadrant and midline abdomen. A ck patch, and a ventralex patch, were implanted. On (B)(6) 2011-the patient underwent surgery to address the continuous drainage for a period of eleven months from her left lower quadrant. The patient's surgeon found that the previously placed ck patches and ventralex patch were infected. One patch was found to be partially detached. The other two patches were avulsed, folded over and adhered to the small bowel. All three patches were removed in their entirety from the patient's body. Attorney alleged impaired wound healing, recurrence, infection, injury, "pain & suffering", additional surgery, disability, defective mesh, detached mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00662 for information related to the composix kugel mesh alleged to have been implanted on (B)(6) 2007. See MDR 1213643-2012-00667 for information related to the ventralex mesh alleged to have been implanted on (B)(6) 2007.